Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4).

Event description:
The customer's parent reported via telephone call that the a1c was 11.6 and can see the insulin pump delivers but does not show in the insulin pump or on carelink. No blood glucose reading was provided. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis.